Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a catheter was returned for sample evaluation. Visual, microscopic visual and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. The second catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven within the loaded cath-lock. The surface was noted to be granular with residue throughout. Therefore, the investigation is confirmed for the reported fracture and material separation issue. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using powerport isp m.r.I. Approximately three years post the placement procedure on (B)(6) 2025, the catheter was allegedly found to be fractured at the base of the port stem. It was further reported that a fractured catheter was located in the right atrium. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f, after that, three years post the placement, the catheter was allegedly found fractured at the base of the port stem. It was further reported that fractured catheter was located in the right atrium. The current status of the patient was unknown.